Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated the pump was rebooting and noted the battery leaked in the battery compartment. The reporter stated that after cleaning out the battery compartment, the battery cap would not secure properly to the pump. The patient reportedly had blood glucose (bg) levels in the 200's due to the power issue. There were no signs or symptoms reported. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 08/09/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2013 with the following findings: a review of the black box showed low battery and replace battery alarms along with power on resets. A battery compartment crack was observed in the thread area. There was evidence of moisture contamination inside battery compartment and on underside of battery cap. The battery cap is able to fully tighten. The pump was exercised for 24 hours. No power loss or low battery warnings were observed. The pump case was removed and no evidence of additional moisture contamination found inside pump. Unrelated to the complaint, evaluation revealed the keypad was worn.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.